Event description:
Information was received indicating that a smiths medical pump was being used with a cassette and was constantly alarming "air in line" and leaking. There were no reported adverse events.